Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. The user stated they are reporting a past insulin flow blocked alarm event that occurred twice. Blood glucose level at the time of the incident was over 600 mg/dl which was treated with insulin pump bolus. Troubleshooting was not completed for the insulin flow blocked alarm as it was a past event. The customer called again to report another insulin flow blocked alarm. The customer resolved the issue by changing the infusion set. The pump will not be returned for analysis. The infusion set is expected to return for analysis.